Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s: 1221359-2021-01930, 1221359-2021-01931 and 1221359-2021-01932.

Event description:
The customer reported four (4) false positive results with the binaxnow covid-19 ag card for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 4 of 4. The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2021 on a direct tested nasal kitted swab. The customer reported that the patient was retested the same day with a new binaxnow ag card and generated negative results. Pcr confirmation test on a nasal swab was obtained within 48 hours of the positive test and generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results;however, the patient did lose time at work. No treatment was provided

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-000 / lot 132151 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-430h / lot 132151. Test base part number 195-000 / lot 132151 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 132151 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.